Event description:
It was reported that a spectrum pump failed the upstream occlusion test during preventive maintenance. It was also reported there was no patient incident..

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms which were not reproduced. During the evaluation, the upstream sensor had low fluid numbers. The upstream sensor was replaced. Additional information: (B)(4). Low readings.